Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The lead is part of the advisory for this model. Evaluation summary: (B)(4): the full lead was returned, analyzed and the proximal conductor was distorted. It was noted that the defibrillation coil was distorted, the inner tubing was kinked/buckled, there was blood in/on the helix mechanism and the helix had disengaged from the helical channel. The analyst also noted that the lead appears to have been implanted with a bend in it at the fracture site. We did receive performance data collected from the device and have analyzed the data. Thirteen - ventricular nst (non-sustained tachycardia) <=200 ms average v-cycle between (B)(4)-2010 10:27:29 and (B)(4)-2010 06:31:15. Ventricular short interval count v-sic=110.3 counts avg/day, in 0.84 days, between (B)(4)-2010 13:38:49 and (B)(4)-2010 09:52:34. 1 - patient alert for lead failure predictor on (B)(4)-2010 10:36:36.

Event description:
It was reported that the right ventricular lead integrity alert triggered and oversensing was reported. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the right ventricular lead integrity alert triggered and oversensing was reported. The lead was explanted and replaced. No patient complications have been reported as a result of this event.